Manufacturer narrative:
Device evaluation summary: the turbohawk was returned, with an inserted a cutter driver. A blue unknown sheath was also returned. The blue sheath was inspected and noted the distal tip was curled. Approximately 13cm from the distal tip, bucking was noted. A pin gauge was the inserted with no resistance indicating the sheath was 7f. The product labeling in accordance with the as reported lot indicates the minimum sheath size of 7f. The turbohawk was inspected and observed the distal assembly was fractured off with the laser drilled coils stretched distal from the cutter window. Within the cutter window and out from the distal end of the distal assembly was a clear/cloudy white material. The material within the cutter window and the distal tip was able to be removed using a needle nose tweezers with resistance. The stretching of the coils and the fracture face surface is consistent with a ductile fracture. A clear material was shown exposed out from under the laser drilled coils. A 7f mandrel was unable to be inserted the full length of the introducer sheath. The sheath was sliced open using sharp instrument from the lab. The distal tip of the turbohawk was identified approximately 2cm distal the observed buckling. Another segment of the sheath was cut (cross section) proximal to the buckling of the sheath. Another portion of the distal assembly was located. It should be noted the sheath was lined with a cloudy white/clear material. The distal assembly was fractured and the distal assembly was lodged within the introducer sheath where buckling was identified.

Event description:
It was reported that the turbohawk directional atherectomy device was used as per IFU, but the device became stuck at sheath. It could not move forward or backward. Physician retrieved the sheath from patient. The procedure was completed using another medtronic device. No patient injury reported.